Event description:
The customer stated when his meters are cold they are 40-150mg/dl off. Specific information was not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Only the meter information could be obtained.